Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. Analysis of the device image revealed that device went into backup mode due to reset error consistent with an integrated circuit anomaly. The device was restored by reloading product code. After the device was restored from backup mode, further analysis found device to be above elective replacement indicator (eri) level. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity.

Event description:
During an in clinic follow-up, a sharp drop in battery longevity was observed on the device. The physician alleged premature battery depletion against the device. The device was explanted and replaced to resolve the event and the patient was in stable condition.